Manufacturer narrative:
Device not returned.

Event description:
When customer opened the package, s-shape kink was observed at the bottom of the balloon during use. Customer inserted the catheter & at the insertion, pacing threshold was 1mv and seemed to be normal, but increased to 4mv after the catheter was placed on the patient. (Another country hosp.) No pt complications. Returning catheter.